Event description:
The customer reported a communication error during patient infusion in the ICU. No patient harm or medical intervention was reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. The customer complaint of a communication error during an infusion was confirmed. Review of the pump module event logs confirmed that a communication error event occurred during the use of this device. During this event the pump module continued infusing at the programmed parameters, however no program changes could be made. Inspection of the inter-unit-interface (iui) connector pins could not confirm any obvious issues. It is possible that the inherent wiping action of the iui connector pins that occurs during the engagement of the mated connectors removed surface contaminates that originally caused the communication error issue to occur. Inspection of the associated pcu iui connectors confirmed various connector issues. The pcu male (right) black connector was inspected under magnification and evidence of blue/green deposits was noted on various gold plated connector contacts. The pcu female (left) black connector pins on pin#11 and pin#12 were found to be bent. Evidence of blue/green deposits was also noted on various pins of the connector. The root cause of the customer's experience of a communication error is believed to have been caused by fluid contamination on the iui connector contacts. This may be an indication of needed improvement in the customer's cleaning and pm activities.